Event description:
During the initial implant procedure, while attempt to remove the catheter, the right ventricular (rv) lead that was fixated, dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.